Event description:
A sales representative reported on behalf of a customer that the 00507112400, oscillator blade, 25.4 x 95 x 1.27 mm (.050") device was used in a total knee procedure on (B)(6) 2026, and ¿blade broke off during surgery. Pieces did fall into patient- surgeon believes he retrieved them all¿. There was a delay of ¿10-20 min looking for pieces¿ and ¿staff/ surgeon said all pieces were retrieved". The procedure was completed, and there no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.